Event description:
Procedure type: inguinal laparoscopic hernia repair. According to the rptr: the balloon ruptured during the case. There was no report of pieces falling into the cavity or impacting the pt. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No pt injury was reported.

Manufacturer narrative:
(B)(4).